Manufacturer narrative:
The insulin pump was received with detached end cap, loose protruded drive support disk, minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer sates their device broke and the drive support cap is protruded. The customer's blood glucose level at the time of incident was unknown. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.